Event description:
It was reported that the spinal cord stimulation (scs) lead migrated, resulting in a lack of stimulation coverage. As part of the intervention, the migrated lead was replaced. Bipolar electrocautery was used during the procedure. Postoperatively, the patient was reported to be doing well. The explanted lead will not be returned for analysis, as all explanted products were discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the month (february 2026) provided by sales employee.

Event description:
It was reported that the spinal cord stimulation (scs) lead migrated, resulting in a lack of stimulation coverage. As part of the intervention, the migrated lead was replaced. Bipolar electrocautery was used during the procedure. Postoperatively, the patient was reported to be doing well. The explanted lead will not be returned for analysis, as all explanted products were discarded by the facility.

Manufacturer narrative:
The device was not returned to boston scientific for analysis. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. A labeling review did not reveal any anomalies as it states: "lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief.", "undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure." And "persistent pain at the ipg or lead site." Are known risks with the use of spinal cord stimulation (scs). A review of the available information determined that although lead migration was reported and addressed through replacement, there is insufficient objective evidence to identify a definitive root cause for the migration. Therefore, in the absence of device return and analysis the likely root cause could not be established. Block b3: approximated based on the month (february 2026) provided by sales employee.